Manufacturer narrative:
There was no death associated with the defibrillation event. Device evaluation summary: belt (B)(4) was returned for evaluation at zoll manufacturing corporation. The belt evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest any device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the event. Monitor (B)(4) was returned for evaluation at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. During the evaluation of the monitor, the rear response button was found to non-functional. The cause of the defective response button was isolated to damaged traces on the response button cable. The root cause of the damaged traces was unable to be positively identified. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as motion artifact. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was in the hospital and conscious at the time of the event. And sitting on the couch at the time of the event. Motion artifact contributed to the false detection. After the treatment was delivered, the device was shutdown. Upon powering the monitor back on, it was reported that the response buttons were non-functional. Per review of the downloaded software flag data, the response buttons were pressed during an earlier detection sequence, 5 minutes prior to the first treatment shock. The response buttons were not used during the detection that resulted in the two treatment shocks. Additionally, the first pulse delivered was 124j and had an impedance of 225 ohms. The second pulse delivered was 107j and had an impedance of 0 ohms. Investigation into similar events indicate that the low energy shocks and associated impedance measurements were likely due to the pulses being delivered into an open load, due to poor contact between the therapy electrodes and the patient's skin at the time of the attempted treatments. The patient remained hospitalized and continued use of the device.